Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm and dissection that extended distally into the common iliac arteries. Three gore excluder aaa endoprostheses were implanted to treat the aneurysm and dissection. On (B)(6) 2013, follow-up imaging identified a distal type I endoleak associated with the contralateral leg compartment. It was reported the 1.5 cm of seal provide for the contralateral leg compartment during the implant procedure was not enough to completely cover the dissection durin the implant procedure, and there was false lumen perfusion. No aneurysm enlargement was reportedly noted. On (B)(6) 2013, an additional procedure was performed whereby an iliac extender component was implanted in the left common iliac artery for distal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.